Event description:
Event desc: equipment gave physician an error message while performing the study. Error cleared and physician continued the study. At the end of the study, no visual images to review. Entire study was lost. Pt was under anesthesia and it was very difficult exam to perform, so study was not repeated. Equipment was later inspected, unable to duplicate error, equipment performed per MFR's specification. Device usage problem: malfunction.

Manufacturer narrative:
The customer reported that while an echo study was being performed, an error message was displayed on the sonos 5500 monitor. The error message was accepted and the echo study was resumed. Because there was no specific info provided concerning the error message, it cannot be said with absolute certainty why the study was not saved. The hosp biomed engineer, (B)(6), reported testing the sonos 5500 after the exam completed and system worked as designed. The hosp biomed engineer also reported that the error message could not be duplicated, no corrective action was performed. The philips customer complaint database shows that this is a one-off event. The risk mgr, (B)(4), was contacted via telephone and stated that the sonos 5500 (B)(4) was tested after the exam, found to be working as designed, and returned for use. The risk mgr also stated that the sonos 5500 continues to be used and it is working as intended. Philips has no records of repair activity because of this failure and no failed part has been returned for this system serial # because of this report.